Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited elevated threshold and intermittent low p waves. Under fluoroscopy, the lead appeared to be in the tricuspid valve. The physician tried to remove the lead with manual pressure, but the lead would not move. The hospital does not do laser extractions, so the lead was capped and replaced on (B)(6) 2019. The patient was stable.